Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis.   The most likely cause of stent kinking is procedural / anatomical factors encountered during the procedure, which may have limited the overall performance of the device. Tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause kinks in the stent. Therefore, the most probable root cause is 'operational context'.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the stent kinked and failed to deploy from the delivery system. The patient had a torturous anatomy, and the procedure was not completed due to an unknown reason. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.